Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. A strut on 3 rows of stent struts was raised. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Resistance was encountered upon the insertion of a 0.015 inch product mandrel as solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/ use error. The dfu states "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur.". (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the left femoral artery. The 70% stenosed, 2.75x32mm eccentric de novo lesion being treated was located in the non-tortuous, non-calcified left circumflex (lcx) artery with a <= 45 degree bend. The lesion was predilated with a 2.0x20mm maverick 2 balloon which reduced the stenosis to 50%. The 2.25x32mm taxus liberte atom stent was placed in the lcx. Fluoroscopy was performed and a spasm in obtuse marginal (om) branch was identified and treated with nitro. In the physician's opinion, the spasm was not caused by the bsc devices used in the lcx. As the physician was removing the 2.25x32 taxus liberte atom, into the guide catheter and through the toughy borst connector, the edge of the stent raised off the delivery system. All devices, other than the stent, were reused successfully and the procedure was completed with the implant of a 2.25x32 mm taxus liberte stent in the lcx and the implant of a 2.25x12mm taxus liberte in the 2nd om. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the left femoral artery. The 70% stenosed, 2.75x32mm eccentric de novo lesion being treated was located in the non-tortuous, non-calcified left circumflex (lcx) artery with a <= 45 degree bend. The lesion was predilated with a 2.0x20mm maverick 2 balloon which reduced the stenosis to 50%. The 2.25x32mm taxus liberte atom stent was placed in the lcx. Fluoroscopy was performed and a spasm in obtuse marginal (om) branch was identified and treated with nitro. In the physician's opinion, the spasm was not caused by the bsc devices used in the lcx.. As the physician was removing the 2.25x32 taxus liberte atom, into the guide catheter and through the toughy borst connector, the edge of the stent raised off the delivery system. All devices, other than the stent, were reused successfully and the procedure was completed with the implant of a 2.25x32 mm taxus liberte stent in the lcx and the implant of a 2.25x12mm taxus liberte in the 2nd om. No patient complications were reported and the patient's status is good.